Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and the haptic tore during implantation. When the lens was removed, the incision was enlarged and sutures were needed. There were no other pt injuries. The model and lot numbers of the injector and cartridge are unk.